Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the left sub-thalamic nucleus (stn) with electrodes 0 and 1 was less than 40 ohms. It was noted that the patient was getting good therapy and was programmed 1 and 2 electrodes. The patient needed to have a full-body MRI of the lower quadrant which was unrelated to the ins device/therapy. No symptoms were reported in the event. There were no further complications reported or anticipated.